Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the spinal cord stimulator (scs) rate started changing on its own and sensation of electrocution starting (B)(6) 2016. The device was reprogrammed and put on automatic instead of manual that day. The patient fiddled with the buttons and turned off the automatic feature then office reprogrammed it again. It was noted that the issue had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/interact pain (trunk/limbs) and spinal pain. It was reported that the rate kept charging on its own and the device felt like it was electrocuting them. The patient stated that they thought the device was malfunctioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.